Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a patient using an ilet pump experienced recurrent hypoglycemic events despite clinical guidance on meal announcements and temporary target adjustments, elected to discontinue use, and initiated a return for credit. Symptoms included hypoglycemia. Outcomes included no reported health consequences or impact. Investigation included review of available case details and consultation with the clinical team, with insufficient information to determine a definitive device-related problem. Investigation of this case revealed no specific device malfunction and insufficient information to attribute the events to a device component, while the user also reported cosmetic rust at the rear clip holes without associated alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to insufficient information.